Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced high impendences. As a result the patient underwent surgical intervention wherein the lead was explanted and replaced. Device information for lead is unknown at this time.

Event description:
Additional information received identified effective therapy was established post operatively.